Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Product code: (B)(4). On september 9, 2019, it was reported that the device had a damaged power input. Product review of the vp500dm vasopress pump performed by zimmer biomet surgical on september 12, 2019 revealed that the power socket was damaged. The power cord wires were exposed. Repair of the vp500dm vasopress pump performed by zimmer biomet surgical on september 12, 2019 included the replacement of the power cord. Vp500dm vasopress pump, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event "the device had a damaged power input" was confirmed since during product review the power socket was damaged. A definitive root cause of the damaged power input could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had damaged power input. There was no patient impact and no out of box failure. Upon investigation, exposed wires were identified. No adverse events have been reported as a result of this malfunction.